Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: evaluation is solely based on description of event, since no product was returned and no imaging was provided. According to the description of event; the filter penetrated the sheath during the placement procedure. Filter placement was attempted a total of 3 times - the fourth time was successful. The information provided is limited, however based on the physician's statement, the root cause for the reported sheath perforation is determined to be related to tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: igtcfs-65-1-uni-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: when the physician was trying get the right placement, the filter was perforating through the sheath; therefore, he took the system out. He attempted a this a total of 3 different times and assumed it was the tortuous anatomy. The physician opened a fourth device and successfully placed it. Patient outcome: no adverse effects for the patient was reported.